Manufacturer narrative:
It was reported that the table was allegedly unlocking without input. A stryker field service technician (sfst) evaluated the table visually and performing cycle tests. The sfst found a loose hydraulic banjo bolt. The bolt was re-torqued and cycle test were repeated. The cycle test verified all table functions are operating to specification. The table was returned to full use.

Event description:
It was reported that the d850 table is allegedly unlocking without input and has a damaged cover. There was no associated procedure and no injuries or adverse consequences reported.